Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she was hospitalized due to hyperglycemia. The customer's blood glucose was 450 mg/dl at the time of the incident. The customer's blood glucose was 335 mg/dl at the time of hospitalization. The hospitalization was (B)(6) 2015. The customer's mother stated that there was a no delivery alarm and was resolved by changing the set. The customer's mother also stated that the insulin pump's time was off for 12 hours. The customer's mother also mentioned that they had an empty reservoir prior to the event. The insulin pump will not be returned for analysis.